Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported the patient was hospitalized on (B)(6)2018 due to pneumonia. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated it was unknown what type of pneumonia the patient developed. The pdrn stated fluid overload did not precede the pneumonia diagnosis. Additional information and medical records were requested.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact reported the patient was hospitalized on (B)(6) 2018 due to pneumonia. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated it was unknown what type of pneumonia the patient developed. The pdrn stated fluid overload did not precede the pneumonia diagnosis. Additional information and medical records were requested.

Manufacturer narrative:
Conclusion: on (B)(6) 2018, this patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized for pneumonia. Hospital details are unknown. During a follow-up call with the patient¿s pd nurse it was reported there were no events of fluid volume overload preceding the pneumonia event. Based on the available information in the file, there is no reported allegation or documentation that indicates the liberty select cycler caused or contributed to a serious adverse patient outcome.

Event description:
A peritoneal dialysis (pd) patient's contact reported the patient was hospitalized on (B)(6) 2018 due to pneumonia. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated it was unknown what type of pneumonia the patient developed. The pdrn stated fluid overload did not precede the pneumonia diagnosis. Additional information and medical records were requested.